Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose. At the time of the incident, his blood glucose was 466 mg/dl and his current is 165 mg/dl. He said that he went to his endocrinologist who made adjustments to his settings on his pump and that now his blood sugars are high. He said that he does have a backup plan and that he treated with his pump and manual injections. The customer stated that his high blood glucose began on (B)(6) 2017. During troubleshooting, he declined to check for any leaks or air bubbles in his tubing/reservoir and declined to check for any possible site or insulin issues. He was advised that any inaccurate pump settings may result in high blood glucose. The customer will call back to perform the high-pressure test once he receives the tubing clamp. He was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump and the belt clip are not returning for analysis.